Event description:
It was reported the balloon ruptured, and then the blood vessel burst and formed a hematoma. The 75% stenosed target lesion was located in the non-tortuous and moderately calcified arteriovenous fistula artery. A pressure pump was used for inflation, and a 5.0 x40, 75cm gladiator elite balloon catheter was selected for balloon dilation. During the procedure, on the first inflation after 17 atmospheres for 3 seconds, the balloon ruptured. The burst volume was 24. Consequently, the blood vessel burst and formed a hematoma. The balloon was removed through the sheath, and the procedure was paused as manual pressing was applied on the hemorrhage point and then dressed. The hemorrhage has stopped, the hematoma has not continued to spread, and the angiography shows that the blood flow inside the cavity has recovered. The procedure was completed using a different device. No complications were reported, and patient status was stable.